Manufacturer narrative:
The device was not available for return from the customer.

Event description:
It was reported that during a surgical procedure at the user facility blood leaked from the top of the reservoir tank, and the transfusion was stopped. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.